Manufacturer narrative:
The customer resolve the issue. No service to repair the issue occurred. No patient information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient injury.